Manufacturer narrative:
With the available information, boston scientific concludes that the reported observations associated with charging issues of the ipg could not be confirmed with the testing of the product return. Returned ipg sc-1200 serial number (B)(6) was analyzed and it was found that the ipg was charged fully in one charging cycle. A review of the patients data found no charging anomalies and it indicated that the battery depletion rate was within the expected range. The patient data showed that the daily battery consumption rate had been 0.45 volts, steady with high power stimulation setting. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The current leakage test and residual gas analysis verified no loss of electric current into the surrounding tissue. The ipg passed the functional test and revealed no anomalies. The engineers determined that the devices battery depletion rate was within the expected range and laboratory analysis of the returned device did not identify any product performance-related issues. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported that the patient experienced charging issues and redness over the skin. Troubleshooting was performed and the patient was able to use the charger. The patient experienced discomfit due to low stimulation caused by the charging issue. The patient underwent a revision procedure to replace the ipg. The patient no longer has problems with burns or redness on the skin over the ipg site.

Event description:
It was reported that the patient experienced charging issues and redness over the skin. Troubleshooting was performed and the patient was able to use the charger. The patient experienced discomfit due to low stimulation caused by the charging issue. The patient underwent a revision procedure to replace the ipg. The patient no longer has problems with burns or redness on the skin over the ipg site.

Event description:
It was reported that the patient experienced charging issues and redness over the skin. Troubleshooting was performed and the patient was able to use the charger. The patient experienced discomfit due to low stimulation caused by the charging issue. The patient underwent a revision procedure to replace and explant the ipg. The patient no longer has problems with burns or redness on the skin over the ipg site.